Manufacturer narrative:
Event date was an estimate.

Event description:
Related manufacturer report number: 3006705815-2021-06072 and 3006705815-2021-06074. It was reported the patient was experiencing ineffective stimulation. As result, the patient¿s scs system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.